Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company intraocular lens haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, inconsistent folding, leading haptic stuck to the posterior side of the iol. Also stated the haptic was removed from the optic using a second instrument. There was patient contact and no patient harm. Procedure was completed as intended. Additional information was requested.